Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02933. It was reported the pt experiences extreme pocket heating while charging and his charging antenna also becomes very hot while charging. The pt reported on the occasion he charged for 55 minutes, and it took 5 hours for the pocket heating to dissipate. Follow-up indicated the pt had a scab over his ipg site about the size of a dime. It was reported the pt's ipg is very superficial and protruding and the pt had recently lost 40 pounds. The pt was advised of charging precautions, and a new le charging system was sent to the pt. The physician plans to move the ipg deeper and possibly to a different location. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.